Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient was more active now. After increased activity and walking, the patient had a sudden return of pain. Troubleshooting actions performed included increasing stimulation and changing programs. The patient had an appointment at their health care professional (hcp) office on (B)(6) 2016 and wanted a manufacturer representative to be there. No other interventions had been done at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.